Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the control bar was loose and the width plate had failed. The vespel and semi-circle shaft bearings and 4 in width plate were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device produced an incomplete cut. There was reported patient harm, and a 10 minute delay. There is insufficient information provided to determine the extent of the harm, if the graft was usable or a new graft was harvested; as well as if additional intervention or treatment occurred. Due diligence is complete, no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device not yet returned.

Event description:
It was reported that the device produced an incomplete cut (holes/stripes). The event occurred during surgery. There was no reported patient harm. A 10 minute delay was noted. Due diligence is in progress, no further information is available at this time.